Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that intralipid was programmed to infuse at 12.4ml/hr.for 8 hrs.however the infusion completed in 4 hrs. The device indicated that there was a total volume of 47 ml remaining. Although requested, no other event details were provided.